Event description:
It was reported that this pacemaker was exhibiting intermittent far field oversensing. Technical services (ts) suggested programming changes to reduce the oversensing. This pacemaker remains in service. No adverse patient effects were reported.